Event description:
Boston scientific received information that, during defibrillation threshold (dft) testing at implant, the associated implantable cardioverter defibrillator (ICD) displayed a system fault/error message. A short circuit was detected during shock delivery. The physician noted a strange noise came from the device. An external shock was prepared, but the patient converted back to normal sinus rhythm on his own. The associated ICD and this right ventricular (rv) lead were inspected, and it was observed there was a small fracture on this rv lead. The decision was made to replace both the ICD and rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this rv lead was thoroughly inspected and analyzed. The rv lead had been severed at the procedure and only the proximal 19.5 centimeters (cm) was returned. Visual inspection identified abrasion of the trilumen insulation, through to the high voltage conductor coils approximately 15 cm from the terminal pin (image 1). Detailed inspection found the distal high voltage coil appears to be exposed and exhibit possible melted metal. The type of abrasion appears consistent with lead-on-can contact. A direct current (dc) resistance measurement showed all conductive pathways were continuous, indicating no fracture had occurred.